Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. When completed, the investigation results will be submitted in a supplemental report. Medical records have not been made available.

Event description:
It was reported that there was a right revision of the cup, head, screw and liner due to dislocation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event was not confirmed. The explanted shell was returned in condition consistent with in-vivo surface. There is no indication or evidence to suggest the shell contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that there was a right revision of the cup, head, screw and liner due to dislocation.